Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to post-sense t-wave oversensing (twos). In addition, a lead integrity alert (lia) triggered due to high rate non-sustained episodes (hrns) and sensing integrity counter (sic). The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.